Manufacturer narrative:
An event of air bubbles appeared in the loader when attempting to advance the occluder into the delivery sheath was reported. It was indicated that the whole system was again flushed accordingly with the IFU until no air bubbles were present. Also reported that continuous flush was not attached which may have cause the reported event but could not be confirmed. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of air in loader device could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. The patient was under general anesthesia. During preparation, after flushing the whole system, air bubbles appeared around the cable in the hemostasis valve. The loader and hemostasis valve were flushed again, which removed all the air bubbles. However, after a few seconds, air bubbles again appeared around the cable in the hemostasis valve. The whole system was again flushed accordingly with the IFU until no air bubbles were present. The physician ensured no air bubbles were present and connected the loader to the delivery system. During left disc deployment, 2-3 bubbles were observed exiting the tip of the delivery sheath into the patient on transesophageal echocardiogram (tee). Continuous flush was not attached. No treatment was required for the 2-3 air bubbles; no aspiration was required. The occluder was successfully implanted. The patient remained hemodynamically stable throughout the procedure and was reported to have been discharged home.